Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was leaking while using the homechoice. This event occurred during dwell one while the patient was connected. The patient stated that fluid was coming out from the cassette door. In a follow-up call the patient stated that no damage was noted on the supplies before they were used, but after the cassette was removed from the door, the patient noted that the plastic was peeling away from the corner on the cassette. The technical service representative assisted to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Excess cassette sheeting sealed within the cassette weld was noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing and device to device testing. During functional testing a leak was noted from the door of the homechoice device which occurred during prime. The reported condition was verified. The cause was a manufacturing issue (excess cassette sheeting sealed within the cassette weld). Should additional relevant information become available, a supplemental report will be submitted.